Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 448 mg/dl. The patient treated via manual insulin injection. During troubleshooting, the customer discovered that the infusion set cannula was bent at the tip. The insulin pump was not returned for analysis.